Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device was not explanted and thus is not available for return. The issue of low iop condition as reported by customer could not be confirmed.

Event description:
Doctor reported incident of hypotony following ahmed valve implantation. Condition was managed and no further surgical intervention or explant was necessary.